Event description:
It was reported that the customer's blood glucose was seemingly going high for no reason, up to almost 600 mg/dl. It was stated the reservoir was leaking and manual injection was used to correct. It was stated that the leaking reservoir had been used. The reservoir compartment was wet with insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-50864. (B)(4).